Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 9 months post implant of this bioprosthetic pulmonary valved conduit implanted in an (B)(6) pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for replacement was reported to be high resting gradients, stenosis, dysfunction from thickened valve leaflets, and mild regurgitation. No additional adverse patient effects were reported.